Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher and implant for analysis. The implant was returned detached from the pusher. The proximal portion of the implant was observed to be stretched, and the overcoil was damaged. A kink was observed near the middle of the implant. The heater coil was in good condition, and the strain relief was not burned, which indicates the heater coil was not activated for detachment. The monofilament was found broken with a stretched tail, and retracted into the pusher with blood contamination. The proximal portion of the pusher was undamaged, and the resistance measured within specification. The middle of the pusher contained approximately two inches of lead wire separation. Based on the investigation the complaint was able to be confirmed. The broken monofilament and stretched proximal coils suggests detachment by the implant experiencing over specification of force. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil detached in the proximal portion of the vessel. The coil was successfully retrieved with a snare device. There was no reported patient injury. The patient is reported to be stable.